Event description:
An intubation was being performed in the ICU department. The respiratory therapist was assisting the physician. The respiratory therapist (rt) struggled with the device (not aware of the new procedure). Subsequently, the entire colimeter tower came off and it took unnecessary time to learn the new application and color change. There were apparently three episodes prior to staff becoming aware and educated about the change in model and procedure. Notification by the company did not occur, so proper education could take place prior to use.======================manufacturer response for co2 monitoring device, co2 resusace (per site reporter)======================vent lab: the company made a major announcement about these changes and directed all their distributors, including (B)(4) (our vendor) to educate customers. Apparently, there was a significant change in management at (B)(4) at the time, which lead them to not informing their customers.